Event description:
Patient reports a pump issue, serial number (B)(6). Patient states when pump started yesterday, it was flashing a red light and was not working. Batteries were changed and trouble shooting guidelines were followed and pump would still not work. Rph(registered pharmacist) did trouble shoot with pt and pump is still not working. Pump is used for patient's gammagard infusion. Expiration date of pump is unknown. Patient did not miss a dose and did not have an interruption in therapy as pt infused via gravity yesterday. There was no adverse event reported due to pump malfunction. The device is available for return and a return box has been sent and pump has been replaced. Unknown if md is aware. No further information, details, or dates provided.